Event description:
It was reported that when using the bd pyxis¿ es server, medication orders did not cross from epic to the system, resulting in missing orders on the device. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.